Event description:
It is reported that the pt's femur was fractured during initial surgery resulting in a revision surgery.

Manufacturer narrative:
Evaluation summary; it is not known at this time if the products implanted were zimmer products. The part numbers and lot numbers are unk; therefore the manufacturing records could not be reviewed. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers requested for retrieval were unavailable. It is not suspected that the product failed to meet speciations. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.